Event description:
It was reported that the bronchovideoscope lens are melted. The issue was found during preparation for use for an unspecified procedure. There was no patient harm associated with the event.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported issue was confirmed. The root cause could not be identified. In addition, the following reportable malfunction was identified during the device evaluation: a chipped backlight lens (melted) was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.